Manufacturer narrative:
(B)(6). The events of lymphoma-alcl-suspected and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "tumor in the capsule", and "confirmed alcl"

Event description:
Healthcare professional reported "ruptured right implant with a tumor in the capsule and confirmed alcl." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
Continued h.6 clinical codes: e0307 seroma. Continued h.6 health effect impact codes: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: lymphoma-alcl- suspected: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: observed one opening in posterior side assessed as surgical damage. Yellow calcification observed. Crease fold observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: a.2, a.4, a.6, b.3, b.5, b.6, b.7, d.1, d.2, d.4, d.6a, d.9, g.4, h.3, h.4, h.6, h.7, h.9. The events of lymphoma-alcl, "peri-implant fluid," "multiple enlarged lymph nodes," "capsular contracture baker grade IV," are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphoma-alcl, "peri-implant fluid," "multiple enlarged lymph nodes," "capsular contracture baker grade IV," additional healthcare professional: dr. Dominic culligan, haematology consultant, haematology department, aberdeen royal infirmary, aberdeen, united kingdom, ab25 2zn.

Event description:
Healthcare professionals report a patient "detected new hard lump in right breast lower quadrant," was "sweating...day and night," and was "a bit itchy." On first clinical presentation, healthcare professional identified capsular contracture, baker grade IV. Healthcare professional ordered ultrasound-guided biopsy and mammography which identified a "mass lesion," and "multiple enlarged lymph nodes." Immunohistochemistry confirmed cd30+, alk- anaplastic large cell lymphoma. Healthcare professional ordered MRI which found "peri-implant fluid" and "radial folds." The device was explanted. The patient is receiving "chop chemotherapy." The event of "sweating...day and night" was determined to be not device-related.